Event description:
It was reported that this implantable pacemaker exhibited an alert that the device entered safety mode. Safety core mode with unipolar pacing and sensing was informed and it was recommended the device be replaced. At this time, the pacemaker remains in-service. No adverse patient effects were reported.